Event description:
It was reported that customer experienced continuous glucose monitor error with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to perform pump reset, completed reset with support, confirmed error did not reappear, and successfully started new sensor session.